Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that vessel occlusion/bleeding occurred. After endovascular therapy (evt) of the right common iliac artery (cia) and superficial femoral artery (sfa), the angio-seal device was used for hemostasis. After a crossroads guiding sheath (6 fr, nipro) was removed from the patient, hemostasis was achieved by the physician using the device. There were no problems with the puncture site and the procedure. The next morning, when the patient's condition was observed and the puncture site (left common femoral artery) was checked, the puncture site was cold, and occlusion was noted by ultrasonography. Evt was performed to the event, and poba and stent placement were performed via the right femoral artery approach. Since it took time for hemostasis, manual compression with a balloon inflated in the artery was applied; however, hemostasis was not achieved, and a covered stent was finally implanted. The patient was still under observation, including hemostasis status. The physician commented that there was a possibility that vessel occlusion originated from the angio-seal device. It was unknown that the collagen slipped into the artery. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. Bleeding occurred in the procedure room. The patient was stable. Additional information was received on 29oct2024: the blood loss was less than 250cc's. When the puncture site was found to be cold, there was no pulse. There was no removal (from vessel). Only a balloon was used. The patient did not have a history of bleeding. The patient was an elderly man who had been bedridden, frailty. The patient was on blood thinning medications, aspirin and clopidogrel. No multiple sticks were performed to gain arterial access. The posterior wall of the artery was not punctured. The puncture site was not considered a high stick, it was above the inguinal ligament or the inferior epigastric artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been improper deployment technique resulting in collagen deposition and vessel occlusion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).